Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they have been feeling pain in the back of the left shoulder down to the elbow. The physician believed one or both of the leads could be pressing on a nerve. Anti-inflammatory medications were prescribed and the patient will be evaluated again in three months to determine whether a revision is needed. The leads remain in use. No further patient complications have been reported as a result of this event.